Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of intraocular pressure (iop) elevated, ultimate failure of glaucoma shunt, and removal; therefore, the condition of the product could not be verified. Since the sample has not arrived at manufacturing site the complaint file will be closed as a no sample returned. If and when the sample arrives the complaint file will be reopened for evaluation of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after the glaucoma filtration device implantation, elevated intraocular pressure (iop) of 40 mmhg was noted on post-operative day one. The shunt was observed to be in position in the anterior chamber on gonioscopy. Ocular massage and laser suture lysis were attempted; however, due to the failure of the shunt, a decision was made to proceed with surgical revision. The existing shunt was removed and replaced with another device. The patient's issue was subsequently resolved.